Event description:
During a laparoscopic cholecystectomy procedure, the electric current jumped from the shaft to the pt. The pt was monitored for peritoneal burning. The pt's current status is satisfactory.

Manufacturer narrative:
11/20/1998- supplemental report sent to FDA.